Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had several issues. Customer¿s blood glucose was unknown at the time of incident. Customer reported that the insulin pump battery life does not last long, bubbles on the screen, up button was sticking, insulin squirts out during priming, and slower rewind process. Customer declined troubleshooting. Insulin pump is not expected to return for analysis.

Manufacturer narrative:
Device received with minor scratched lcd window. Device received with no button response due to corroded keypad traces. Unable to verify unexpected battery power loss, compromised force sensor system alarm, rewind anomaly and perform all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test,unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test due to no button response. No missing segment/partial display noted.